Event description:
Additional information was received from the patient. They reported that their lumbar controller wouldn't recognize their implant unless the recharger was plugged in. Patient met with their manufacturer representative (rep) and the representative thought that both of their controllers or neither the controllers were not paired or paired to the wrong implant. The representative confirmed that both of the controllers were paired to the correct implant. Patient's representative walked them through pairing the controllers. During the call patient got no device found without the recharger plugged in. Patient plugged the recharger and got 40% on the controller and 100% for the implant with excellent quality. Patient mentioned they seemed to have an issue with their implant every year or two. Agent redirected patient to their healthcare provider (hcp) to address the issue. Patient also had an issue with their pns controller not being paired or paired to the wrong implant so they met with their representative and the representative confirmed that both of the controllers were paired to the correct implant. Patient's representative walked them through pairing the controllers.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 97745 (serial: unknown); product type: 0201-programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they are having a problem with one of their stimulators (left side). Patient stated they called their manufacturer representative (rep), and they tried a lot of stuff and they said they have gone as far as they can do without seeing the representative in person. Patient also stated they have a very difficult time finding the device to charge the battery in her butt, it is a huge effort to make it see that there is a battery there and her pns (other device) is set very high so they charge about every 17 hours. Agent asked patient if they are able to feel the change when they adjusted the stimulation and patient said they tried and it just tingled her toes terribly, that's what her pns does if they turn it up too much. Patient confirmed they are feeling the stimulation in their toes when they are adjusting the stimulation. Patient stated they have been having trouble with this system for a couple weeks. Patient reported the controller will say looking for a device for a long time and sometimes they will take the battery out and put it back in and it comes up with a pure white screen or they will charge the controller on the outlet and it will be just pitch black. Agent had patient try to connect to the implanted neurostimulator on the call and patient reported seeing the set up screen. Agent walked patient through setting up the controller. Patient then reported seeing a screen that showed which ins the controller was paired with and it showed the other ins. Agent reviewed this could be why they are having the issue and advised patient to reach out to the rep or their hcp. Patient stated initially the controller was at 80% and the ins was at 70%. Agent walked patient through starting to charge the correct ins and patient was able to charge normally with excellent quality. Patient stated the ins was at 50% now that it was charging the correct ins. Patient stated on the call that the rep walked them through tech mode and they un-paired and re-paired to the ins. Agent reviewed they would need to meet with the physician or the rep to do this. Patient stated the left ins is sitting deep and they really have to push on the recharger to get it to connect. Agent reviewed that the issue is likely that it was paired to the incorrect ins and that they can meet with the rep to connect to their ins. Agent also reviewed the rep or the hcp would need to connect in order to adjust the programming of the ins. Patient stated this all began a couple of weeks ago.